Manufacturer narrative:
Revision to the initial MDR in block h6 device codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this brady lead was a case of attempted implant due to the helix was retracted while still engaged in septal tissue, which is not standard procedure, resulting in damage to the helix. During the procedure, evidence of perforation was noted. This lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of attempted implant due to the helix was retracted while still engaged in septal tissue, which is not standard procedure, resulting in damage to the helix. During the procedure, evidence of perforation was noted. This lead was replaced with the same model. No additional adverse patient effects were reported.